Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video footage and a crack at the side of the welded cassettes was observed. As the physical sample is not returned, the functional test could not be performed. The potential cause for the cracked cassette is due to contact with solvent like alcohol during sterilization after pouch opened. Furthermore, the direction of use contains warning of do not let the set come into contact of bleach, hydrogen peroxide, alcohol or antiseptic containing alcohol to prevent such defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was perforated. This was observed during an unspecified process step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.